Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inadequate stimulation with their scs system. Surgical intervention is planned to explant the system. No further information is known at this time.